Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing process the customer did not see insulin exit the infusion set tubing. Reportedly, the customer changed out the cartridge and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.